Event description:
During a ptca treatment procedure, the choice pt guidewire perforated the vessel. As the choice pt floppy wire was advanced to the right coronary artery, the wire went into a small side branch and perforated the vessel. The rca was ok, however, the physician placed 2 jomed covered stents (3.0x16 and 3.0x12) to cover the perforation.